Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that a ball of insulin was observed at the end of the cart pigtail. During the load fill process. Customer's blood glucose level was 168 mg/dl. Reportedly, the customer continued to use the same cartirdge. And resumed insulin therapy.